Manufacturer narrative:
Based on the completed investigation, the image noise was due to water damage. The root cause of the malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the colonovideoscope was found to display a noisy image. There was no patient involved.